Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification and noted cracked light blue main body. Functional testing was performed including eight psi underwater leak test, clear passage test and clamp function test. Functional testing passed. The reported condition was verified. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set was cracked. There was no patient injury or medical intervention associated with this event. No additional information is available.